Event description:
It was reported that bd nexiva leaked at the adapter/tubing junction. "When placing IV 20 gauge, blood back flowed as normal but leaked out the tubing where the pink adapter connects." No harm to the patient.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.